Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient experienced a wound burn during a procedure. The procedure was completed. Additional information has been requested.

Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the customer reported a patient experienced a wound burn during a procedure. The procedure was completed. Additional information was requested but no further information has been received. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. This complaint was opened for a reported event of a company phaco handpiece was involved in a wound burn event during a procedure. At the time of this investigation, there has been no service performed. Therefore, the handpiece and system non-conformances cannot be determined. As stated by the alcon clinical analyst, corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. Product evaluation: no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).